Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was administered with antibiotics. The infection was procedure related. The patient underwent an explant procedure and was doing well post-operatively.